Event description:
A pt returned two syringes because the needles were not patent. The pt told the rptr that he had many that were affected. The rptr did not know if all the affected syringes were from the same box.